Event description:
A customer reported a tandem mobi cartridge alarm, which resulted in their blood glucose level exceeding 500 mg/dl, though the specific value was unknown and displayed as "high." The customer took corrective action by administering a correction injection using multiple daily injections and did not require assistance from any third party. Technical support confirmed the cartridge alarm and decided to replace the pump, providing instructions for putting the pump into storage mode and facilitating the return of the problematic pump using a prepaid label. The customer was advised of the necessary steps upon receiving the replacement pump and understood the instructions provided.